Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the scs ipg battery had depleted. Stimulation therapy was restored postoperatively, and the issue addressed.